Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 12 mm synergy drug-eluting stent was advanced but unable to cross the lesion. It was noted that the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.